Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture and minimal sensing. Upon opening the pocket during the revision procedure, the rv lead was found to be at 90 degree angle due to a fracture. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.